Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # v835127, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # v947059, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # v947059, implanted: (B)(6) 201, product type lead; product ID 3387s-40, lot # v835127, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient needed his therapy adjusted. The patient had surgery 3 weeks prior to the date of this report to change the lead wire placement. It was noted that the patient was told that therapy would need to be adjusted post-operatively. Additional information was requested but had not been received as of the date of this report.